Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an instance that the meter gave readings as low as 26 mg/dl and 31 mg/dl. After a minute, the meter showed results of 113 mg/dl and 70 mg/dl. The device was not returned.